Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation, ECG 'c' and 'd' failed the ECG fall-off test. The cause for the fall-off failure was isolated to v4 inside ECG 'c'. V4 was producing improper output. The root cause for the defective v4 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check belt" messages.